Manufacturer narrative:
The involved product was not returned for evaluation, therefore the root cause of the reported event could not be determined. The device history record was reviewed. No manufacturing or packaging issues were noted that would result in the reported event. Additionally, we have not received any other complaints of a similar nature for other devices from this lot. There was no injury to the patient as a result of the incident. The surgeon used another device to complete the procedure.

Event description:
According to the surgeon, the balloon of the syntel silicone embolectomy catheter - regular tip was inflated inside the blood vessel. When the catheter was pulled out with the thrombus, the balloon was ruptured. A replacement 4f device was used to complete the operation. No patient injury was reported.